Event description:
The facility reports while transferring the patient from the bath by means of the hoist, the chair swung, resulting in the patient sliding off the seat onto the floor. The patient hanged her head on the bathroom floor and incurred a cut to the back of the head. The patient was taken to the hospital and received five sutures.

Event description:
The facility reports while transferring the patient from the bath by means of the hoist, the chair swung, resulting in the patient sliding off the seat onto the floor. The patient banged their head on the bathroom floor and incurred a cut to the back of the head. The patient was taken to the hospital and received five sutures.